Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. A follow up with the patient¿s healthcare provider yielded that the physician continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.